Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited difficulties to be interrogated. Technical services (ts) was consulted and recommended to hover the wand in a circular motion and rebooting the programmer. Ts confirmed the programmer was compatible with the device and referred the health care professional (hcp) to the local field representative for further assistance. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.